Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The patient stated that after they flushed the tube, cassette-set patient line connector was leaking. This event occurred during use. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample without a pouch and one companion sample in unopened pouch were received for evaluation. Visual inspection was performed with no issues noted. Functional test (self-test and priming) and underwater pressure test at 8 psi was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.